Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that the patient faced low blood glucose event on (B)(6) 2026. The blood glucose was low (70 mg/dl) and patient's husband as he is a doctor knowledgeable in diabetes ended up making the corrections. No further information available.